Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 5.1-5.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise.

Event description:
It was reported that the device exhibited multiple stored episodes of non-sustained lead noise. The atrial lead was explanted. No further information is available.